Event description:
It was reported that: "patient connected to suction in unit. Noted on arrival from or the airleak. Then airleak documented. Upon assesment by new rn the airleak and subcutaneous emphysema noted to upper chest. Other staff here noted this as well other symptoms sometimes rectify by detaching and re attaching chest tube connection at the system. This one needed to have a new system attached."

Manufacturer narrative:
Qn #: (B)(4).

Event description:
It was reported that:"patient connected to suction in unit. Noted on arrival from or the airleak. Then airleak documented. Upon assesment by new rn the airleak and subcutaneous emphysema noted to upper chest. Other staff here noted this as well other symptoms sometimes reactify by detaching and re attaching chest tube connection at the system. This one needed to have a new system attached".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.